Manufacturer narrative:
The service engineer replaced the rinse tube assembly, which resolved the issue.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium result for one patient sample from the cobas 6000 c 501 module. The initial result was 150 mmol/l and the repeat result was 139 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.